Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties occurred. The lesion being treated was located in the mildly tortuous, 99% stenosed left anterior descending artery (lad). The vessel diameter was reported as 2.75 mm. The lesion was pre-dilated with a maverick 2.5 x 9 mm balloon. The physician implanted the taxus express2 8.8% 2.75 x 12 mm drug eluting stent and deployed it at 14 atms for 25 seconds. The balloon was fully deflated. Upon removal, it was noticed that the balloon was sticking to the stent. The physician was able to remove the balloon intact by deep seating the guide catheter. Plavix was given post procedure and recommended for 6 months. The pt's condition is reported as good.